Event description:
Caller updated time and personal profile settings but faced an issue with incorrect pump time, with discrepancy being more than five minutes. Blood glucose levels remained within normal range without adverse impact. Technical support assisted caller with correcting the pump time and advised monitoring the situation, and caller agreed to follow up if discrepancy persisted.